Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 14.5 (14.49)miu/ml and was reported outside the laboratory. The doctor questioned the result and the sample was repeated. The first repeat was performed from the original aliquot sample and the result was 0.100 miu/ml with a data flag. The second repeat was performed from the original collection tube and the result was 0.100 miu/ml with a data flag. The third repeat was performed from another aliquot tube from another part of the laboratory and the result was 0.100 miu/ml with a data flag. The repeat results were believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative could not find a problem. He checked the system, checked sampling alignment and found no issues. He checked the reagent system and measuring system and found no issues. He ran performance testing and verified results were within guidelines. The customer calibrated, ran controls and verified results were within ranges.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided instrument and qc data, a general instrument or reagent issue was unlikely. It was noted the humidity in the lab was below the recommended level per product labeling and may have contributed to the event. No serious adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.